Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("device fracture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, genital haemorrhage, bladder disorder and complication associated with device outcome was unknown. The reporter considered bladder disorder, complication associated with device, device breakage, device dislocation and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event medical device removal deleted and event migration, device fracture, abnormal bleeding, bladder problems, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information received on 30-jun-2016: quality-safety evaluation of product technical complaint (ptc) (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure cutting into uterus and vagina / perforation which extends into the uterus, endometrial cavity"), device breakage ("device fracture") and pelvic pain ("pain / constant pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included vaginal bleeding (not recovered prior to essure) and menorrhagia (not recovered prior to essure). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinence") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, 2 years 3 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), complication associated with device ("device complications") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (salpingectomy (removal of left tube on (B)(6) 2015)). At the time of the report, the uterine perforation, device breakage, pelvic pain, menorrhagia, complication associated with device, vaginal haemorrhage, incontinence and dyspareunia had not resolved. The reporter considered complication associated with device, device breakage, dyspareunia, incontinence, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen: on (B)(6) 2015: suspected aberrant location of essure computerised tomogram pelvis: on (B)(6) 2015: suspected aberrant location of essure (B)(6) 2015. On hysteroscopy essure device noted in the endometrial cavity with endometrium surrounding the device as well as some scar tissue. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, pelvic pain, menorrhagia, device monitoring procedure not performed, uterine perforation. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff sheet fact and medical records. Added new reported. Added patient's date of birth and height. Added relevant history and lab data. Additional information clarified events and they were updated. Updated "genital haemorrhage" to "vaginal haemorrhage" and "menorrhagia" , "device dislocation" to "uterine perforation" and "bladder disorder" to "incontinence".added events "dyspareunia", "device monitoring procedure not performed". Updated events outcomes (not recovered). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.